Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 24 mg/dl. The patient went into hypoglycemic shock. For treatment, the patient was given dextrose. The patient was discharged after 7 hours. The pod was discarded. The pod was falling off, which indicates the cannula was dislodged.